Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2026. During the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy.